Event description:
It was reported " balloon not inflating fully. On removal found that the inner shaft is broken." The catheter was removed and not replaced. The pateint's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " balloon not inflating fully. On removal found that the inner shaft is broken." The catheter was removed and not replaced. The patient's current condition is unknown. Please see associated MDR# 3010532612-2024-00413.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon not inflating fully, on removal found that inner shaft is broken" is not able to be to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied datascope driveline tubing and a teflon sheath. Upon return, dried blood was noted in the sheath sidearm and the extrusion was noted buckled. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped, and a section of the bladder was noted stretched. The bladder likely became stretched due to the removal technique or handling. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 60.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/ helium pathway. The teflon sheath was noted buckled and a portion of the iabc bladder was noted stretched, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once un-wrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0066in and was within specification of process document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. During the leak test, the bladder was noted pierced by the end of the inner cannula (iabc central lumen) at approximately 73.2cm from the iabc luer. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected, the bladder remained pierced by the central lumen. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8cm from the iabc luer. The guidewire was able to advance through the central lumen and exited at the location of the flex-tip assembly separation. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon not inflating fully, on removal found that inner shaft is broken" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the bladder to fully inflate. Additionally, the bladder was noted damaged and punctured by the damaged central lumen. Unrelated to the reported complaint, the returned iabc bladder was found stretched and the teflon sheath was noted buckled. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been re-quested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue. Corrected data:

Event description:
It was reported " balloon not inflating fully. On removal found that the inner shaft is broken." The catheter was removed and not replaced. The pateint's current condition is unknown. Please see associated MDR# 3010532612-2024-00413.